Manufacturer narrative:
Complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush head broke - oral b toothbrush [device breakage] case narrative: consumer e-mail stated that the oral b brush head of mandalorian toothbrush has broken. No injury was reported.

Event description:
Brush head broke - oral b toothbrush [device breakage] . Case narrative: consumer e-mail stated that the oral b brush head of mandalorian toothbrush has broken. No injury was reported.

Manufacturer narrative:
Complained product received - user handling was identified as root cause for the complaint.